Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has been experiencing pain with loud sounds, bilaterally, for a week. The pt is bilaterally implanted and presented at the clinic on (B)(6) 2014, with this complaint but for the left side only. There has been no trauma, on illness, no cold. No flu, no hitting of head and no change of medications.